Event description:
It was reported that during an "(lc)" procedure, the jaw got stucked. It is unknown if another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Yielded jaws. The analysis found that the er320 device was received in good visual condition and with no clips present. Further inspection found that the jaws had become yielded. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. Please reference the instruction for use for more information. No functional test was performed. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). (B)(4).

Event description:
(B)(6).